Event description:
The pt received his scs system on (B)(6) 2009. It was reported that the pt was not receiving stimulation. The pt had not charged the ipg for 5 months. The ipg would not communicate with the charging system or the pt programmer. The ipg was explanted and replaced on (B)(6) 2010. The explanted ipg was returned to the manufacturer for evaluation. No additional info is available at this time.